Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. During troubleshooting the customer reloaded the same cartridge and the fill estimate was still inaccurate. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would load a new cartridge onto the pump following the call with tandem technical support. Although confirmation was requested as to whether or not the customer received an accurate fill estimate, it was unable to be confirmed.